Manufacturer narrative:
According to the customer, on (B)(6) 2025, when performing "intra-abdominal pressures" the sample port on the urine meter "detached". The customer reported a new catheter was inserted due to the reported issue. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, when performing "intra-abdominal pressures" the sample port on the urine meter "detached".